Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer was hospitalized due to high blood glucose with ketones. Customer was felt nauseous, heart racing and blood pressure increasing. Customer visited their physician to check their ketones and it turned out that they had large ketones. Customer also received two 1 liter bags (possibly saline) and multiple does of insulin. Customer's blood glucose was around 400 mg/dl at times. The current blood glucose reading is 184 mg/dl. Nothing further reported.